Event description:
It was reported that the patients right ventricular and left ventricular leads had pulled back and dislodged. The leads also exhibited loss of capture. The leads were explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.